Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: concomitant medical products: tsv6b13- impl tapered scr-v sbm 6m m 5.7mm 13mm, lot# unknown. H6: method code was added: 3331 and 4110. The customer returned a tsv6b13 device without an apparent malfunction. Upon following up, they provided no additional information. As such, the reported device, tsv6b10 was investigated and the returned device, tsv6b13 that was not reported or returned with a malfunction, shall be captured as an associated device. DHR review was completed for the subject lot number (63246426). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st2915) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63246426) for similar event (complaint category keyword: medical : infection) and no other complaint was identified. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the infection of an implant have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required. As documented in the summary investigation, contributing factors for this reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Event description:
Additional information: follow-up with the customer with regard to item reported vs the item received revealed that they are unaware as to why or how the mix up happened and have no further information to provide.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Product return date removed since the reported device was not received. The following sections are being reported: h3 other text : reported device was not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k011028/k013227. . A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #31 was removed due to infection.